Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately low compared to their feelings and/or normal readings. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of 139mg/dl with the subject meter. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient stated that on (B)(6) 2016 they had consumed additional food and drink in response to the alleged product issue. The patient denied developing any form of symptoms as a result of the alleged product issue but stated that at 1:30pm on (B)(6) 2016 they visited their doctor's office. During this visit the patient's blood glucose was measured and results of "471 and 450mg/dl" were obtained on the doctor's unspecified device at 2pm and 2:15pm respectively. As a result, the doctor administered an unspecified dosage of quick-acting insulin to the patient. No further details regarding this treatment were noted. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting and the patient did not have control solution available to walk through a control solution test. The products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately low readings on the subject meter which then caused/contributed towards them requiring medical intervention for an acute complication of hyperglycemia after the alleged product issue began.